Event description:
It was reported "customer had to remove a PICC line after air bubbles formed in the set. At aspiration, the other (opposite) line filled with blood. It also was a continuous leak of blood/fluid from the insertion site, hence they had to change dressings every day."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed blood residue on the returned sample, as well as a blue-colored residue on the luer connector hubs and the catheter shaft between the 30 cm and 35 cm depth markers. Both lumens of the catheter were flushed and pressurized with a 12 ml syringe of water, and both lumens were found to be patent to infusion and aspiration and no leaks were observed. When each lumen was filled with water and the catheter was held vertically with the luer connectors upward, water was observed to drip out of the distal tip of the catheter. This was repeated on each lumen individually with the extension leg clamped and no water was observed to drip out of the catheter, indicating both solo valves were likely hindered or damaged. A microscopic observation revealed a bluish-green residue on the valve of each lumen. The valves were then extracted, and it could be seen that this residue was lodged in between the slits of the valves and thus were not allowing the valves to close completely. The residue on the valve of the red lumen was observed to wrap completely around the large slit and one of the smaller slits of the valve. A blue crystalline residue was observed on the valve of the purple lumen and appeared to be stuck in the large slit of the valve. This residue build-up caused the valves to gape open which allowed air, blood, and fluid to pass freely through the valves. The product IFU contains recommendations for catheter maintenance procedures to help prevent residue build-up. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of air bubbles in the extension tube was confirmed; however, the cause was not identified. The product returned for evaluation was one photograph depicting one 5fr d/l powerpicc solo catheter. The depicted sample was implanted, and the photograph showed the molded joint, extension tubes and luer adapters. Needleless injection caps were attached to both luer adapters. Air bubbles were visible in the purple-luered extension tube. No splits, breaks or evidence of leakage was identified. While air bubbles were visible in the submitted photograph, inspection of the photograph did not reveal any cause for those bubbles. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include de-access technique and catheter damage. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported "customer had to remove a PICC line after air bubbles formed in the set. At aspiration, the other (opposite) line filled with blood. It also was a continuous leak of blood/fluid from the insertion site, hence they had to change dressings every day."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect1684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer had to remove a PICC line after air bubbles formed in the set. At aspiration, the other (opposite) line filled with blood. It also was a continuous leak of blood/fluid from the insertion site, hence they had to change dressings every day."